Event description:
Rv bipolar lead impedance warning on 28-aug-2024, measuring 0 ohms. Device appears to be oversensing on the ventricular lead on stored egm#89. Clinician confirmed patient was having a ventricular tachycardia (vt) ablation during the time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).